Event description:
It was reported that the pt never having therapeutic effect since implant. Cap (catheter access port) dye studies were performed twice and they were unable to aspirate both times and aborted the study. It was also stated that the actual residual volume was 19.5ml, which was greater than the expected residual volume. They were expecting a very minimal amount. Drug delivered was morphine. Per reporter there was a confirmed catheter blockage and it was being revised on (B)(6) 2011. It was later reported that the surgeon believed there was a kink in the distal portion of the catheter so he opened there and cut out a 2 cm segment and spliced the catheter back. At this point, they could not withdraw anything from the cap. The surgeon then opened at the pump pocket and disconnected the catheter from the pump and the csf (cerebrospinal fluid) started to flow. They accessed the cap once again and this time directly and there was a clot at the connector site on the pump. It "shot off" while they were accessing it and csf flow was fine after that. A new connector was attached and closed. The pump was started at minimum rate and pt was to follow-up with the managing physician.

Manufacturer narrative:
(B)(4).